Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite gravity blood set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing is stiff and has no flex which causes crimping when the roller clamp is locked. When they then go to unlock it, it causes the crimping and the tubing will not go back to its normal shape which then causes flow issues.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one photo taken by the customer verifies the complaint. Due to no sample being received, no root cause could be determined. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents.